Event description:
Caller reported a malfunction on the pump, which was preceded by an occlusion. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, but the malfunction code persisted. Consequently, technical support arranged for a replacement pump with updated software to be sent, along with training available through the customer's tandem source account. Customer agreed to use multiple daily injections (mdi) as backup therapy until the replacement pump arrives. All necessary procedures for returning the malfunctioning pump were understood and acknowledged by the customer.